Manufacturer narrative:
The unit was returned for investigation on 25-sep-2025. Very high impact on the battery. Possibly dropped from or fell from a moving vehicle. Possibly run over by some sort of moving vehicle. 2 of the 16 cells were severely dented on one end causing them to fail. This damage caused a thermal breakdown of the rest of the cells that led to the complete destruction of the battery and carrying case. This unit was still operational, however it failed with an "error 6" after 10 minutes due to the columns not sealing completely.

Event description:
It was reported that the patient's unit had exploded while they were out in the field driving their tractor. The patient stated that they heard a loud bang and when they looked behind them, the unit was on fire. The patient was able to douse the fire by stomping around the ground. No injuries were reported as a result of this event. The battery was also in pieces and the plastic casing was shattered. Only the internal components of the battery were visible along with the scorched unit itself. The patient was sent a replacement unit and battery.